Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post exercise the patient reported feeling weak. Upon interrogation, the patient's heart rate was lower than the implantable cardioverter defibrillator's (ICD) programmed rate. It was suspected that the right ventricular (rv) lead exhibited t-wave oversensing (twos) inhibiting ventricular pacing. Reprogramming was completed and both the ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.